Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Additional information: based on the received information, the active electrode was not inserted fully during implantation surgery (one contact was outside of cochlea), however it seems, that the electrode migrated further out of the cochlea, as on ch9-12 non auditory sensations were seen and the affected channels were switched off. Additionally an electrode channel had to be deactivated due to the presence of a short circuit. The cause for the short circuit cannot be determined. So far no date has been scheduled for a possible re-implantation surgery. The problems mentioned above likely contributed to the reported decrease in performance.

Event description:
Decrease in performance with the device.

Manufacturer narrative:
(B)(4). Conclusion: device investigation did not reveal any device defect. Based on the received information, the active electrode was not inserted fully during implantation surgery (one contact was outside of cochlea). However it seems, that the electrode migrated further out of the cochlea, as on channels 9-12 no auditory sensations were observed and the affected channels were switched off. Additionally, an electrode channel had to be deactivated due to the presence of a short circuit which could not be determined during investigation. The problems mentioned above likely contributed to the reported decrease in performance. This is a final report.

Event description:
The device has been explanted due to deteriorating performance.

Event description:
It was reported that the patient reported a decrease in performance with the device. As per information received on (B)(6) 2015, the patient is now interested in having explant and re-implant surgery.